Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. Treatment was not reported. It was reported that the patient was going to be discharged from the hospital approximately two weeks after admission. The outcome of the peritonitis event was not reported. It was not reported if dianeal therapy was ongoing. No additional information is available.